Event description:
It was reported that when the hcp removed the guide wire, he noticed a 'plastic foreign object' attached to the guide wire. The piece was approx 1cm in length and was not 'shearing' from the catheter itself, instead it was a perfectly formed loose piece that was sliding up and down the guide wire. The catheter itself was not replaced. No pt symptoms were reported. The pump was used to deliver baclofen.

Manufacturer narrative:
(B) (4). Final analysis of the 0.9 cm catheter segment and 38 cm guide wire revealed that the catheter was incorrectly assembled. As received, the guide wire had a 0.9 cm piece of catheter material attached to its proximal end. It was theorized by engineering support that this catheter segment remained after catheter trimming in the mfg. It appeared that the material has not been cut all the way through, thereby causing this segment to remain attached to the main catheter body. This catheter material eventually broke away from the main body of the catheter and remained on the proximal end of the guide wire.